Event description:
It was reported that the subject flow diverter stent was implanted at left internal carotid artery ica c4 on (B)(6) 2022. Imaging just after the procedure revealed stenosis in flow diverter stent (stenosis rate: 1-25%) and parent artery stenosis (stenosis rate: 1-25%). On (B)(6) 2022, the patient got a headache and loxoprofen 60mg was administerd for treatment. The doctor's opinion was that "while there is no evidence of relationship between the headache and the procedure because vascular injury by the procedure was not confirmed, it cannot be denied that vascular reaction and inflammation might have happened by placement of the subject stent, leading reported headache. Preoperative mrs on (B)(6) 2022: 0, postoperative mrs on (B)(6) 2022: 1. Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule. Aspirin 100mg/day: from (B)(6) 2022 to now (ongoing) and prasugrel 3.75mg/day: from (B)(6) 2022 to now (ongoing). No other information is available.

Manufacturer narrative:
While the lot number is unknown there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The event description indicates the surgical site was the left ica c4 and on (B)(6) 2022, the subject stent was implanted. Imaging just after the procedure revealed stenosis in flow diverter stent (stenosis rate: 1-25%) and parent artery stenosis (stenosis rate: 1-25%). On (B)(6) 2022, the patient got a headache and loxoprofen 60mg was administered for treatment. The doctor's opinion was that "while there is no evidence of relationship between the headache and the procedure because vascular injury by the procedure was not confirmed, it cannot be denied that vascular reaction and inflammation might be happened by placement of the subject stent, leading reported headache." Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule: aspirin 100mg/day: from (B)(6) 2022 to now (ongoing) and prasugrel 3.75mg/day: from (B)(6) 2022 to now (ongoing). Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint. H3 other text : the device remains implanted in the patient

Event description:
It was reported that the subject flow diverter stent was implanted at left internal carotid artery ica c4 on (B)(6) 2022. Imaging just after the procedure revealed stenosis in flow diverter stent (stenosis rate: 1-25%) and parent artery stenosis (stenosis rate: 1-25%). On (B)(6) 2022, the patient got a headache and loxoprofen 60mg was administerd for treatment. The doctor's opinion was that "while there is no evidence of relationship between the headache and the procedure because vascular injury by the procedure was not confirmed, it cannot be denied that vascular reaction and inflammation might have happened by placement of the subject stent, leading reported headache. Preoperative mrs on (B)(6) 2022: 0, postoperative mrs on (B)(6) 2022: 1, preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule. Aspirin 100mg/day: from (B)(6) 2022 to now (ongoing) and prasugrel 3.75mg/day: from (B)(6)2022 to now (ongoing). No other information is available. Received confirmation from cic on 23 jan 2024 that the baseline/pre-procedure parent artery stenosis rate in this patient was 1-25%.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The event description indicates the surgical site was the left ica (internal carotid artery) c4 and on (B)(6) 2022, the surpass streamline stent was implanted. Imaging just after the procedure revealed stenosis in flow diverter stent (stenosis rate: 1-25%) and parent artery stenosis (stenosis rate: 1-25%). On (B)(6) 2022, the patient got a headache and loxoprofen 60mg was administered for treatment. The doctor's opinion was that "while there is no evidence of relationship between the headache and the procedure because vascular injury by the procedure was not confirmed, it cannot be denied that vascular reaction and inflammation might be happened by placement of the streamline stent, leading reported headache." Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule: aspirin 100mg/day: from (B)(6) 2022 to now (ongoing) and prasugrel 3.75mg/day: from (B)(6) 2022 to now (ongoing). Received confirmation from cic on 23 jan 2024 that the baseline/pre-procedure parent artery stenosis rate in this patient was 1-25%. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. The reported 'patient complication' and 'patient headache serious' are known and anticipated complications to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.